Event description:
A malfunction was reported with the customer's pump, identified by the malfunction code malf 12. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer resumed insulin delivery on the pump to address the elevated bg.